Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving a shock from their implantable cardioverter defibrillator (ICD). A remote monitoring transmission indicated that the patient had been treated for a ventricular fibrillation (vf) episode but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. The ICD remains in use. No further patient complications have been reported as a result of this event.